Event description:
Nurse at facility indicated that the pump was not pumping an infusion when the pump indicated that it was. The operation log is empty. No pt injury. No further info is available.

Manufacturer narrative:
The eval is currently underway. A f/u report will be initiated after the eval is complete.